Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings are worn. Therefore, the reported condition was confirmed. Evidence indicates this is from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the burr could not be inserted during use with the attachment device. It was unknown to the reporter if the device was used in sugery. It was unknown to the reporter if there was a delay in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact event date was unknown. Several unsuccessful attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.